Event description:
It was further reported that the patient presented due to unstable angina (braunwald classification iib) and was referred for cardiac catheterization. The 75% stenosed proximal right coronary artery lesion was 3.0 in diameter and 15mm long with treatment resulting in 0% residual stenosis. The 70% stenosed proximal right coronary artery lesion was 3.0mm in diameter and 10mm long and was treated with direct stenting with treatment resulting in 0% residual stenosis. The 70% stenosed distal right coronary artery was 3.0mm reference vessel diameter and 5mm long and was treated with a bailout 2.5x16mm taxus liberte stent and post dilatation resulting in 0% residual stenosis. The complainant device 3.0x24mm taxus liberte stent was used to treat the 80% stenosed and 2.5mm reference vessel diameter and 15mm long. A grade d dissection occurred and a 2.5x16 taxus liberte stent was used to treat the dissection. Due to the amount of contrast used the patient was scheduled for another procedure to address lesions in the left circumflex. One month post procedure the patient returned for treatment of the proximal left circumflex with 75% stenosis with a 3.50x20mm taxus liberte stent with 0% residual stenosis. Then treated the distal left circumflex with 85% stenosis with a 2.5x24mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on asprin and prasugrel.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (6)

Event description:
(B) (4). It was reported that during a coronary artery drug eluting stenting treatment procedure, a dissection occurred. Intervention was performed to the 75% stenosed proximal right coronary artery with a final stenosis of 0% using a 2.5x15mm percutaneous transluminal coronary angioplasty balloon and a 3x28mm taxus stent. The final timi flow was 3. Intervention was performed to the 70% proximal right coronary artery using a 3x16mm taxus stent. Intervention to the distal right coronary artery with 99% stenosis with a final stenosis of 0% after using a 2.5x15mm percutaneous transluminal coronary angioplasty balloon, 3x24mm taxus stent and 3x20mm taxus stent. The final timi flow was 3. A slight dissection occurred at the edge of the distal stent. An overlapping stent was placed to treat the dissection. Scattered bruises to arm and legs occurred three days post procedure. The patient was discharged on (B) (6) 2010 on asa and prasugrel.

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, the complaint investigation site could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).